Event description:
The device was explanted.

Event description:
Healthcare professional reported left side rupture and exchange due to patient's concern with the product. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation, wear abrasion, yellow particles, weight to the specification. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured. Additional, changed, and/or corrected data: g.1., h.3., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and exchange due to patient's concern with the product. The device remains implanted.